Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
It was reported that a patient implanted with an impella 5.5 experienced bleeding and hemodynamic instability. A washout was performed. During the washout there was high purge pressure alarm and blood was noted inside the purge sidearm. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The investigation of product damage (hole in catheter), high purge pressure, and vascular damage - peripheral vessel has been completed. High purge pressure: the logs showed a stepwise 3-minute increase in purge pressure, followed by a high purge pressure (hpp) alarm. Purge flow dropped to 0 during that time, and the purge trend gradually recovered in 15 minutes. No motor current spikes were reported in the log. The real time log was not available on constellation during the time of the issue and could not be retrieved from the remote server. According to the clinical notes, an acute drop in purge flow (pf) and high purge pressure occurred, which was resolved after the nurse traced the line. The cause of the high purge pressure issue was most likely a kinked purge line, based on data log review. The product damage (purge tubing kink) failure mode was added as an investigated failure mode based on the high purge pressure and data log investigation. Product damage (purge tubing kink): the cause of the product damage (purge tubing kink) issue was not determined since product was not returned. Product damage (hole in catheter): the cause of the product damage (hole in catheter) issue was not determined since product was not returned for investigation. Vascular damage: the cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided. Instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ h6 medical device problem code 3012 was erroneously entered on the initial manufacturer device report number. H6 medical device problem code 1504 and component code 3038 were inadvertently omitted on the initial manufacturer device report number. H10 instructions for use were incomplete on the initial manufacturer device report number.